Event description:
A device report from (B)(4) indicated a hospital in the (B)(6) reported: hospital noticed visible chips on screw heads. The screws are in unopened packages taken from stock. There was no patient involvement. This is 1 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. The screw received is contained in a properly sealed synthes package with no evidence of tears or openings of any type. The printed label indicates that it contains a 04.210.114, lot number 6981127. Upon examination through the packaging with a 10 x magnifier, a small burr was found at the tip of the screw. The package was opened to allow further examination. No further burrs or chips were found.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.